Event description:
It was reported 5 weeks after implant, the patient started to experience dry heaving, fever and coughing. These symptoms were similar to the symptoms the patient had when she had a staph infection. The patient also experienced a loss of therapeutic effect. Since the symptoms started, the stimulation was being felt, but not targeting the correct location. Neither program targets the lower back. Stimulation was only being felt in the left leg, below the knee and upper buttock region. The patient was at home. Further information is being requested from the hcp.

Manufacturer narrative:
(Coughing and dry heaving).